Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing that resulted in inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed the reports and noted that the rv amplitude was low. The low amplitudes have resulted in low within range impedance. It was noted that the automatic gain control (agc) feature was beginning its decrement from a lower amplitude, which would cause the device to more likely oversense lower amplitude signals. Ts stated that this behavior would be difficult to manage with reprogramming and advised evaluation of lead integrity and placement. Ts also provided troubleshooting actions and potential resolution. The lead remains in use. No adverse patient effects were reported.